Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently delivered ten units of insulin with the pump due to carbohydrates being turned off in the pump's bolus settings. Tandem technical support assisted the customer with turning carbohydrates on to ensure that the issue does not reoccur. Customer's blood glucose was 95 mg/dl at the time of the call. Tandem technical support called the customer back in an hour to check on the customer's blood glucose and reportedly, the customer was consuming sugar and was not experiencing a low blood glucose.